Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer tried various troubleshooting steps, including using different power sources, but the issue persisted. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.